Event description:
Caller reports the patient had "diabetic" symptoms with a result of 10 mmol/l obtained on the advantage system. The physician tested the patient's urine and it was positive for glucose and ketones. The patient was sent to the hospital and approximately one hour later tested 33 mmol/l on a professional system. The patient was diagnosed with diabetes and admitted to the hospital and treated with insulin. Requested return of suspect device however the system will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.